Manufacturer narrative:
E1: address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurred continuously during pump operation on june 27, 2024. Functional testing could not confirm the reported issue. The occlusion pressure detection level was within the standard. The investigation determined the cause was possibly a defective downstream occlusion (dso) sensor or cassette product. The device was returned unrepaired to the customer at customer's request.

Event description:
It was reported that an alarm went off and the unit stopped working. There was patient involvement and no patient harm/adverse event reported.